Event description:
The device was used during a bowel resection. Reportedly, the staples were missing, the staple line was incomplete, and the instrument jammed. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.